Event description:
Notified by medwatch user report of pt reaction. Health care professional was called to verify all details involved in this complaint, as well as with six related complaints. According to health care professional, in this event the pt was initiated onto dialysis uneventfully. The pt developed symptoms "at the start" of the pt treatment. Exact time not available. The symptoms reported were "feeling dizzy" and decrease in blood pressure (149/80 to 90/50). Hemodialysis was stopped, normal saline given and oxygen administered. Extracorporeal circuit of blood was discarded by dialysis nurse, estimated blood loss 230 ml. Hemodialysis restarted with a new, dry pack dialyzer and new bloodlines. The pt was reported to be stable after the incident and the treatment was completed without further problem. According to health care professional the set of symptoms exhibited by the pt were thought to be a germicide reaction. The testing for absence of the germicide (diacide) was confirmed as negative at two points. The health care professional is reporting that there was a failure of the dialyzer to remove the germicide. The actual complaint dialyzer is available and has been received for evaluation.

Manufacturer narrative:
4/20 waiting for sample analysis. 5/22/98 sample eval: by eval of the actual dialzyer sample provided, the complaint was not confirmed. After rinsing the diacide filled dialyzer, using a minimal method, the tested samples from the dialyzer were within acceptable residual limits for pt use. There was no evidence found with the dialyzer of an inability to remove sterilant, as reported in the facility user report. Also, there were no reported pt reactions with this dialyzer during the 25 previous uses. A rep of corporate qs and fusa marketing visited this facility to investigate the suspected germicide reactions. Although there were minor variations from current practice to written neomedica procedures and variations between written neomedica procedure and seratonics (MFR) seen, no definitive cause of the suspected germicide reactions was identified (this is one of seven reported incidents). Co provided the findings to the customer and made recommendations for the investigation of future occurrences (so that the exact source or location of the suspected diacide infusion to the pt may be determined). And, co advised the facility to follow MFR's recommended procedures for priming and set-up of the dialyzer with glutaraldehyde (diacide).